Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 09/11/2025, the patient experienced acute symptoms including nausea, profuse sweating, and subsequent loss of consciousness. At the time of the event, the patient¿s cgm recorded a glucose level of 249 mg/dl; however, no fingerstick measurement was performed. Emergency medical services were contacted by the patient¿s spouse, and the patient was transported to the hospital via ambulance. The patient does not recall the results of any fingerstick tests conducted during the hospital stay. During hospitalization, the patient received treatment with intravenous antibiotics and fluids. The patient was discharged after a three-day stay. There is no documentation indicating that further medical evaluation or intervention was pursued following discharge. At the time of this report, the patient is stable and doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.